Event description:
Procedure: laparoscopic hernia repair. According to the reporter, the structural balloon failed to pump up when used and a new structural balloon was used.

Manufacturer narrative:
(B)(4).